Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed visual and functional testing. No issues regarding spo2 accuracy were identified. Additionally, the device was found to visually and audibly alarm during alarm conditions. The device was confirmed to be functioning as designed. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported an spo2 measurement "deviation of 5%". There was no patient impact or consequence reported.

Event description:
The customer reported an spo2 measurement "deviation of 5%". There was no patient impact or consequence reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. Submission was delayed due to masimo identifying unauthorized activity on the company's on-premises network. Upon detection, masimo activated its incident response protocol and incident containment measures including proactively isolating impacted systems, which resulted an inability to access our electronic complaint files preventing us from submitting mdrs on time.